Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after opening the product packaging and preparing the pre-filled catheter, leakage was discovered at the catheter extension tubing connection point. No further details were provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. One photograph of a groshong two-piece connector was returned for evaluation. Inspection of the photograph found that two beads of liquid were present on the surface of the extension tubing, suggesting that liquid was escaping through the tubing. Additionally, red liquid was observed inside the extension tubing indicating that the device had experienced some use. No damage to the extension tubing was visible in the photo and no other remarkable features were observed. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.